Event description:
It was reported that the patient suffered cardiac arrest. The patient's neighbors heard "beeping" and went to check on patient. Upon entering the patient's house they found the patient's child "plugging the patient in" and the patient was already unconscious. They called 911 and cardiopulmonary resuscitation was initiated. Patient remained in asystole throughout the efforts and resuscitation attempts were stopped prior to call. Emergency medical services (ems) confirmed power sources and driveline were connected properly. Patients pump was actively alarming low flows. Ems disconnected the patient's power sources and driveline from the controller and turned the controller off. Log files captured a no external power on (B)(6) 2022 from 7:40:24 until 7:41:15/ it appeared that both power leads from the mobile power unit were simultaneously disconnected. The pump was supported by the controller's internal battery during this time. On (B)(6) 2022 at 0:08:44 the driveline was disconnected and the pump stopped. On (B)(6) 2022 at 2:12:38 the driveline was re-connected and the pump restarted. On (B)(6) 2022 at 3:19:46 the driveline was disconnected and the pump was shut off. Related heartmate 3 death MFR # 2916596-2022-12360.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: investigation findings: 4248 (usage problem identified). Manufacturer's investigation conclusion: the reported event of no external power alarms and a driveline disconnect causing the pump to stop was confirmed via log file analysis. A review of the event log files contained overlapping data spanning approximately 5 days (26jun22 ¿ 28jun22, 13jul22 - 14jul22, and 12oct22 per timestamp). On 27jun from 7:40:24 ¿ 7:41:15, the no external power alarm activated due to both power cables being disconnected simultaneously. The alarm cleared after the system was reconnected to the mobile power unit. The backup battery was able to provide power to the system during this event. On 28jun at 0:09:44, the driveline was disconnected, and the pump speed dropped to 0 rpm. The driveline was reconnected at 2:12:35 and the pump quickly regained speed above the lsl. There were no other notable alarms active in the log file. A review of the periodic log files contained overlapping data spanning approximately 11 days (18jun22 ¿ 28jun22 per timestamp). From 18jun to 26jun the backup battery usage increased, from 5 to 15, indicating that the controller lost external power, but the backup battery provided power without issue until the external power was restored. The periodic log file captures events at designated intervals and so the onset of the loss of power was not recorded. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: hsc-107511) was returned for analysis in unremarkable condition. The system controller was functionally tested and passed all steps without any issues. The controller operated on a mock circulatory loop for an extended period of time without producing any alarms. The controller functioned as intended during analysis. Provided information stated that the lvad was operating as intended prior to the event. It was unknown if there was a malfunction which led to the disconnect of the device from the power source. A root cause for the reported events cannot be conclusively determined through this analysis; however, the events are consistent with user error by disconnecting both power cables simultaneously and disconnecting the driveline. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power and driveline disconnect alarms. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms and a driveline disconnect causing the pump to stop was confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 5 days (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 - (B)(6) 2022 per timestamp). On (B)(6) 2022 from 7:40:24 ¿ 7:41:15, the no external power alarm activated due to both power cables being disconnected simultaneously. The alarm cleared after the system was reconnected to the mobile power unit. The backup battery was able to provide power to the system during this event. On (B)(6) 2022 at 0:09:44, the driveline was disconnected and the pump speed dropped to 0 rpm. The driveline was reconnected at 2:12:35 and the pump quickly regained speed above the lsl. There were no other notable alarms active in the log file. A review of the periodic submitted log file contained data spanning approximately 11 days (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). From (B)(6) 2022 to (B)(6) 2022 the backup battery usage increased, from 5 to 15, indicating that the controller lost external power but the backup battery provided power without issue until the external power was restored. The periodic log file captures events at designated intervals and so the onset of the loss of power was not recorded. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported events cannot be conclusively determined through this analysis; however, the events are consistent with user error by disconnecting both power cables simultaneously and disconnecting the driveline. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power and driveline disconnect alarms. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.